Event description:
The device operator attempted to connect fast-patch disposable defibrillation/pacing/ECG electrodes to the device's pacing cable to deliver external pacing therapy to a pt. The pacing cable connectors were not compatible with the electrode post and could not be attached. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability. The reporter stated that the labeling on the package said "defibrillation/pacing/ECG electrodes" and thought that the electrodes would attach to both the defibrillation and pacing cables. The serial number of the device was not reported.